Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine interrogation in office, it was noted that a patient received an inappropriate shock due to lead noise. The noise was reproducible with isometrics. The pace/sense portion of the lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.